Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and other non-malignant pain. The date of the event was unknown. It was reported the pump battery died once; "the pump went down" and the patient went through withdrawals. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.